Manufacturer narrative:
Visual examination found no malfunctions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-22407. Related manufacturer reference number: 2017865-2021-22408. It was reported that the patient experienced a pocket infection. The pacemaker, right ventricular lead, and atrial lead were explanted. The physician does not allege that the abbott devices or any procedure involving the abbott devices, caused or contributed to the infection. No vegetation or endocarditis was noted. The patient condition was stable.